Event description:
One pt with discrepant ethanol results. Initial result -1 mg/dl, repeat 69 mg/dl. Initial result was reported, the pt was not adversely affected. The field service representative determined a damaged sample rack to be the cause, customer discarded the rack. Performance tests performed which were within specification.